Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). *was the complaint confirmed? No distribution history: this complaint unit was manufactured at csi on 03/23/2017 under wo #(B)(4) and shipped on 05/10/2017. Manufacturing record review: DHR 223054 was reviewed and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced 4/15/2021 for a damaged end cap and handle. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was fitted with a new piston rod as a precaution, tested and returned to the customer. No further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "leaking from housing/handpiece" repair tech stated "cannot confirm complaint - replaced valve setting to prevent intermittent leaking" ro (B)(4). 1216677-2021-00171 ll-co2 cryosurgical sys 900161 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "leaking from housing/handpiece" repair tech stated "cannot confirm complaint - replaced valve setting to prevent intermittent leaking" ro 96646. 1216677-2021-00171 ll-co2 cryosurgical sys 900161 e-complaint-(B)(4).